Event description:
It was reported that during central processing, a cable was exposed on the fenestrated bipolar forceps. The customer reported the previous procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps (fbf) instrument by the customer noting the bipolar cable being exposed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The fbf instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. The wire insulation was not damaged, but the wires were exposed. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. The complaint regarding the exposed bipolar cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis found additional observation not reported by site that is not related to the reported failure: the instrument was found to have dried residue on the clamping pulleys. The probable root cause of damaged conductor wire is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wires exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.